Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01631 & 2014-0699 /-02700).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Lawsuit further alleges the presence of metallosis was noted during the revision procedure. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2011 was due to pain and a loose/malaligned acetabular cup. The patient's operative report noted chronic inflammation, metallosis, dark granular tissue, and synovitis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that patient was revised on (B)(6) 2011, for an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right hip revision due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Lawsuit further alleges the presence of metallosis was noted during the revision procedure.